Event description:
It was reported that during a farapulse pulsed field ablation procedure to treat atrial fibrillation, an audible popping noise was heard from the farawave 31mm catheter handle when energy was delivered. The mapping display screen would flicker at the same time as this noise during energy delivery. The catheter was inspected and found to be leaking around the flush port and catheter connection cable port. The leak was characterized as a fast drip. The flush port connection was tightened causing the luer lock to detach. The catheter was replaced with a similar device, and the procedure was able to be completed. No patient complications were reported. No air was observed in the patient or catheter. The catheter has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found the strain relief was detached from the luer. Additionally, images of the device were provided from the procedure that showed the detached flush luer. Functional testing was performed, a guidewire was successfully inserted through the catheter. The catheter was then deployed to flower without difficulty. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed, and no issues were detected. Hipot testing and ablation testing did not find any abnormalities or errors.

Event description:
It was reported that during a farapulse pulsed field ablation procedure to treat atrial fibrillation, an audible popping noise was heard from the farawave 31mm catheter handle when energy was delivered. The mapping display screen would flicker at the same time as this noise during energy delivery. The catheter was inspected and found to be leaking around the flush port and catheter connection cable port. The leak was characterized as a fast drip. The flush port connection was tightened causing the luer lock to detach. The catheter was replaced with a similar device, and the procedure was able to be completed. No patient complications were reported. No air was observed in the patient or catheter. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.